Event description:
It was reported that the right ventricular (rv) lead has diminished r-wave sensing. The lead was reprogrammed. The lead remains in use. The patient is enrolled in a clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 4968-35 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.